Event description:
It was reported that the programmer sustained fire, smoke and water damage. The device was returned.

Manufacturer narrative:
Correction: manufacturing report 2017865-2017-06750, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st. Jude medical.